Event description:
It was reported that during the rv lead implant procedure, the lead tip could not extend after several attempts, therefore could not be affixed. The rv lead was removed and replaced with another rv lead to complete the procedure successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the helix extends and retracts normal and within specification. The proximal conductor is very slightly stretched at 34.0 centimeters, passed introducer test. If information is provided in the future, a supplemental report will be issued.